Manufacturer narrative:
On (B)(4) 2015 the customer technical support (cts) assisted the customer with troubleshooting via telephone. The cts guided the customer with the probe cleaning process and asked the customer to run three samples to verify that issue had been resolved. The instrument worked without any further issues. (B)(4).

Event description:
The customer reported that two or three drops of fluid leaked from the probe of the coulter ac.t diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.